Event description:
A hospital in (B)(6) reported that the tubing of an opt316 optiflow junior nasal cannula came pulled away from the swivel grip. This fault was noticed in two cannulae. It was confirmed that there was no patient harm.

Manufacturer narrative:
(B)(4). Method: the complaint op316 cannulae were not returned to fisher & paykel healthcare for evaluation. Photographs of a complaint opt318 cannula with the same failure mode from the same hospital were provided and were used to aid our investigation. Results: visual inspection of the photographs revealed that both flexitubes were damaged where they connect to the swivel grip. The tubing was stretched and broken but the metal spring was still attached. Conclusion: the damage to the flexitubes appeared to have been caused by inadvertent stretching or pulling the tubes with excessive force. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. - appropriate monitoring must be used at all times. - do not stretch or crush tube.